Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a direxion hi flo microcatheter with a cordis 5f guide catheter. The cordis device was measured with a calibrated plug gage and each end had an inner diameter measuring .035 inches. Inspection revealed tip damage (bent/compressed), outer shaft separation located 82cm from the tip with the inner shaft stretched for 35.5cm in between the separated outer, and the inner shaft was also damaged (stretched and then compressed) for approximately 3cm starting behind the tip of the device. There was no other damage to the device. The direxion tip could not load into the cordis guide. The direxion undamaged area was measured with a calibrated micrometer, and the undamaged area was .037 inches, and the damaged portion of the device measured .041 inches.

Event description:
Reportable based on device analysis completed on 16sep2019. It was reported that device was stuck. A 027/straight/1ro/130 direxion hi-flo fathom 16 was selected for use. During the procedure inside the patient, it was noted that the catheter was stuck in the lumen of a non-bsc device. However, device analysis revealed that the outer shaft was separated about 82 cm from the tip.